Manufacturer narrative:
Additional product component: model number/catalog number: 72401110. Serial number: null. Batch/lot number: 764304004. Model/catalog description: pump cxm.

Event description:
It was reported that the patient experienced a connector crack with an inflatable penile prosthesis (ipp). The ipp cylinder and pump were explanted and a new ipp cylinder and pump were implanted. Further information has been requested and not yet received. Should additional relevant details become available or the product was returned, a supplemental report will be submitted upon completion of product analysis. Further information was reported that the patient experienced fluid loss and the device was not able to be inflated due to the connector crack.

Manufacturer narrative:
Cylinder analysis: fluid loss was reported. The ams700 device was visually inspected and functionally tested. There was a leak in one cylinder input tube that was the result of fatigue. The other cylinder performed within specifications. An overall investigation conclusion code of "cause traced to component failure" was chosen as the analysis findings and event are an expected or random component failure without any design or manufacturing issue. See external support request form 92380551. No escalation to ncep, CAPA, or scar is required, complaints are monitored for escalation of systemic issues through the trending process per the cis product investigation work instruction. Pump analysis: fluid loss was reported. The ams700 device was visually inspected. No leak was found. The pump was not functionally tested due to the cylinder leak. The product record review revealed no additional information related to the complaint so an overall investigation conclusion code of no problem detected was chosen as the reported device problem cannot be confirmed. The reported allegation(s) could not be confirmed. The event cannot be reproduced or substantiated; therefore, no escalation to ncep, CAPA, or scar is required. Additional product component: model number/catalog numbe: 72401110, serial number: null, batch/lot number: 764304004, model/catalog description: pump cxm.

Event description:
It was reported that the patient experienced a connector crack with an inflatable penile prosthesis (ipp). The ipp cylinder and pump were explanted and a new ipp cylinder and pump were implanted. Further information has been requested and not yet received. Should additional relevant details become available or the product was returned, a supplemental report will be submitted upon completion of product analysis. Further information was reported that the patient experienced fluid loss and the device was not able to be inflated due to the connector crack.

Manufacturer narrative:
Additional product component: model number/catalog number 72401110, batch/lot number 764304004, model/catalog description pump cxm.

Event description:
It was reported that the patient experienced a connector crack with an inflatable penile prosthesis (ipp). The ipp cylinder and pump were explanted and a new ipp cylinder and pump were implanted. Further information has been requested and not yet received. Should additional relevant details become available or the product was returned, a supplemental report will be submitted upon completion of product analysis.